Event description:
It was reported that the customer smelled insulin on the reservoir and had experienced two low episodes. The customer was treated with food and the blood glucose came out to 8.8mg/dl. It was stated that the leak happened during the infusion set change. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.